Event description:
Medtronic received information that this bioprosthetic valve was abandoned at implant when the physician observed that the leaflets appeared to be too rigid and hydrodynamic testing showed the leaflets were not functioning satisfactorily. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic, all leaflets were in a semi-relaxed position, which is a normal finding for this valve as it is processed with the leaflets in a relaxed state. All leaflets were flexible and intact. All commissures were intact. The valve was tested on a pulse duplicator at 70 beats per minute/65% diastole; c.o. Of 5 l/m. Hydrodynamic pulse duplication testing with high-speed video observation showed normal full-opening and -closing leaflet motion with no evidence of leakage. A slight misalignment was noted in the right cusp adjacent to the left cusp upon closure; however, this was not associated with any observable stiffness or rigidity. The hydrodynamic testing data showed the gradients were slightly lower than the historical data. The regurgitation on the other hand, was higher than the baseline. (A) high speed video observation: leaflets exhibited normal opening and closing (full opening and closing with no evidence of leakage) at all simulated cardiac outputs. A slight misalignment was noted in the right cusp adjacent to the left cusp upon closure. This was not associated with any observable "stiffness" on "rigidity". Leaflets appear quite flexible. Based on available information, this valve was acceptable for use.